Event description:
It was reported to boston scientific corporation in 2009, that a cre esophageal/colonic wireguided balloon dilatation catheter was used during a bronchoscopy procedure performed the same day, involving a female pt. According to the complainant, the week before this event, the doctor had dilated the stricture from 8mm to 15mm, with good results. Was trying to dilate the mid to upper trachea further when this event occurred. After the completion of the dilation, the physician went down with the bronchoscope and the physician noticed a tear with bleeding in the pt's carina. The procedure was completed with this device. The pt was given a CT and antibiotics and is under observation. The pt had a prolonged hospital stay as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.